Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the previously implanted stent.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a dissection in the mid lad. After two stents had been placed, a dissection was detected distal to the distal stent. To protect it, the orsiro mission was inserted, but it became caught on the stent and rolled up (deformed). Therefore, it was not used. An extension catheter was inserted deeper and another orsiro mission was placed, completing the procedure.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a dissection in the mid lad. After two stents had been placed, a dissection was detected distal to the distal stent. To protect it, the orsiro mission was inserted, but it became caught on the stent and rolled up (deformed). Therefore, it was not used. An extension catheter was inserted deeper and another orsiro mission was placed, completing the procedure.